Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set separated. It was further reported, the transfer set was attached to a manual ultrabag. When the nurse was "disconnecting the manual bag, they were not able to untwist from the manual bag because the sterile tip of the transfer set starting to come apart from the white part of the transfer set." The event occurred at the end of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the female connector was observed separated from the main body. The reported condition was verified. The cause of the condition was determined to be inadequate solvent to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.